Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
It was reported that there was a problem with the cardioplegia monitoring delivery dose reading. There were no adverse consequences to the patient reported as a result of this event.